Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to conduct a sensing test and noted that there were no "suspicious" errors in the parsing sheet, the programmer passed its vxi functional testing. The hard drive was reconfigured and the software reloaded and updated as a preventive. It was also noted that there were broken latch tabs on the power cord bay door, the stylus was an older model and the system fan was noisy. All were replaced to resolve and additionally the stylus was calibrated. No other anomalies were found. (B)(4).

Event description:
It was reported that the programmer was not able to conduct a sensing test while the device was in dual-chamber, fixed-rate mode. It was requested that the functions of the programmer be tested while a device is in this dual-chamber, fixed-rate mode. It was also requested that the stylus touch-pen of the programmer be calibrated. The programmer has been returned for repair. No patient complications have been reported as a result of this event.